Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a past event of 3 years ago for hospitalization for high blood glucose of 990mg/dl. The customer treated with fluids. Customer wanted to document the incident only and no further troubleshooting was performed. No further assistance was necessary.